Event description:
The customer contacted physio-control to report that the shock button on the main keypad assembly of their device would only respond intermittently when it was pressed. As a result, defibrillation may be delayed or or not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.